Event description:
Customer called reporting her insulin device is not fully rewinding and insulin is squirting out. Customer's blood glucose level is 112 mg/dl. She said the device only rewinds about half way and stops working. When she tries to insert the reservoir, it won't fit because it is not fully rewound. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.